Event description:
It was reported that the patient was experiencing intermittent stimulation without positional changes. It was noted that when the st imulation would come back on it would be much stronger and there were no changes done with the patient programmer. It was noted that the patient experienced a fall in october and thought that it may be the reason for the intermittent stimulation. It was noted that when the manufacturer representative interrogated the device the programmer did a software update on the device. I checked the individual as well as the group impedances and everything was within the normal range. It was noted that the manufacturer representative felt that this may be related to the field action that the new software update was supposed to fix the ¿glitch¿ in the device. It was noted that this was not a system upgrade but rather a system update with the new aar software card for the 8840 programmer. Additional information received reported that the patient started experiencing the intermittent stimulation a few months ago. It was noted that the fall was in october so the intermittent stimulation did not cause the fall. It was noted that the patient had not experienced the intermittent stimulation since the software update that I have been made aware of.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).